Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. No further tests could be performed due to due to the blank display.

Event description:
It was reported the customer exposed their insulin pump to salt water. Customer also reported physical damage to their insulin pump. Customer stated there was pieces missing from their reservoir chamber and battery compartment. The customer also reported their insulin pump had a blank display. Customer's blood glucose was 81 mg/dl. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.